Event description:
It was reported that the patient received many inappropriate shocks. It was also reported that there was an apparent lead fracture, the lead integrity alert triggered, there was high resistance/impedance, oversensing, and noise. During the replacement procedure, it was not possible to retract the screw and the damaged lead was left in place and capped. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.